Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient was found to have low impedance once a new generator was implanted. While in the operating room, the new generator was tested with the test resistor and the impedance was within normal limits. The old generator was then connected again and all values were within normal limits but based on the new generator showing good impedance with the test resistor the likely issue was with the lead. The surgeon decided to implant the new generator since the output current was good. No known surgical intervention has occurred to date with the lead. No other relevant information has been received to date.